Event description:
The biorci-ha screw broke during insertion. Small fragments of the screw remained in the patient. Procedure was completed successfully with a second screw. No patient injury or further procedural complications were reported.